Event description:
It was reported that the patient is experiencing symptoms of halos, and glare after implantation of the intraocular lens in (B)(6) 2011. The exact implant date is unknown. It was stated that there were no complications during the implant procedure. Recently, the patient reported that his symmptoms of glare have progressively worsened. Daily life is affected and the patient is unhappy with the results of the intraocular lens implant. Patient was referred back to his surgeon. The date of the onset of the symptoms was not provided.

Manufacturer narrative:
The complaint concerns the patient's left eye. Implant date: (B)(6) 2011 ((B)(6) 2011). Explant date: the explant date field remains blank and is not applicable because the lens remains implanted at the time of submitting the emdr. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Reason for non evaluation: to date, the intraocular lens remains implanted. A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. In manufacturing, the 1-piece lenses are visually inspected at 10x microscope magnification. Any defects on the lenses or lens haptics that do not meet the criteria specifications are rejected. Based on the manufacturing record review, no deviation or assignable cause was identified for the customer's reported claim when this production order was manufactured. A review of the raw material/manufacturing procedures in change control system was done and did not show any change in manufacturing method, inspections or specifications. No other investigations requests have been received for this production order (p/o). The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.